Event description:
It was reported that the patient's generator was migrating and causing her great difficulty. The neurologist disabled the device. The difficulty was later clarified to mean discomfort. Additional information was received that the vns generator migration was due to the patient having received CPR about a week and a half prior (for a reason not related to vns) which caused the suture securing the generator to break, allowing it to move around more freely in the patient's chest. No known surgical interventions have occurred to date.

Event description:
Additional information was received that the patient underwent prophylactic generator replacement on (B)(6) 2015 due to the migration and discomfort. The explanted generator has not been received by the manufacturer for analysis to date.